Event description:
Additional information was received that the device was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, the device was being interrogated and found have decreased longevity. A device explant is anticipated, although no intervention has been performed. The patient is stable.